Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii aui stent graft (etuf3614c102e) and endurant ii limb (etlw1613c93e) were implanted during the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported approx. 8 years and 8 months post index procedure that follow-up CT imaging revealed a type ia endoleak. Intervention was performed, during which an endurant ii aui stent graft (etuf3214c102e) and an additional endurant ii limb extension (etlw1616c124e) were implanted. The physician positioned the device higher in the anatomy, sealing just below the celiac artery, which covered the superior mesenteric artery (sma) and both renal arteries. The physician then lasered through the endurant ii aui and placed stents into the sma and renal arteries to restore blood flow. Per the physician the cause of the type ia endoleak was anatomy related due to severe proximal aortic neck angle and a large tapered proximal neck. No additional clinical sequelae were reported, and the patient is fine.